Manufacturer narrative:
A review of the device history record of the specimen device does not present any indication of MFR defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The report of damage is confirmed. The specimen presents indications of a ductile, tensile overload of the core wire near the distal tip coil-to-core wire weld joint with subsequent stretching of the outer coil wire beginning approx 57.0cm from the distal tip and extending to approx 424.5cm from the proximal end. The distal 33.3cm of the core wire proximal of the fracture is extending through the stretched coil wraps 57.0cm from the distal tip and present bend/kink damage over the 4.30cm proximal of the fracture. Based on the evidence presented by the sample and the info provided by the supporting documentation, it appears that handling factors may have impacted on the event as reportable; however, assignment of root cause for the damge remains inconclusive.

Event description:
Event description: they were removing the guidewire from the wire hoop to load it to the device. As they were pulling it out of the wire hoop, the external coating of the wire came off the internal core of the wire. It looked like it was a little bit unwound. They completed the case using a different wire, m00556601 - jagwire/035/straight stiff, which worked fine. They finished the case with no pt complications.